Event description:
User experienced the rinse well overflowing and leaking onto the floor. No operators or patients had been affected. The field service rep determined the cause to be clogged drain tubing and cleaned the tubing.